Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and she has undergone additional surgeries and revisionary procedures. Also, the patient underwent an additional mesh implantation on (B)(6) 2011 due to erosion and recurrence. Then, the patient underwent a mesh excision procedure on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Urinary problems, dyspareunia, recurrence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.